Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was noted. It was further reported the right atrial (ra) lead had dislodged into the ventricle and was sensing and stimulating the ventricle. It was further reported the implantable pulse generator (ipg) displayed question marks and grey bar for battery longevity. The lead was reprogrammed with a revision to be scheduled. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.